Event description:
It was reported that there were sensing issues with the device and right ventricular (rv) lead. The rv lead was sensing r waves of 12 mv prior to the procedure. The device was explanted and replaced and sensing was re-tested with new device, the rv lead was now measuring r waves of 2.9 mv in bipolar configuration. Once reprogrammed to tip-coil the lead was sensing r waves of 6.4 mv. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).